Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-02140 pertains to the first resolution clip device, manufacturer report # 3005099803-2015-02141 pertains to the second resolution clip device, and manufacturer report # 3005099803-2015-02142 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The same issue occurred with the second and third resolution clip devices. The procedure was completed with the fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and was not returned. A kink was noticed in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2015-02140 pertains to the first resolution clip device, manufacturer report # 3005099803-2015-02141 pertains to the second resolution clip device, and manufacturer report # 3005099803-2015-02142 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The same issue occurred with the second and third resolution clip devices. The procedure was completed with the fourth resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.